Event description:
Patient¿s mother called spontaneously to report that pumps are malfunctioning (sn: (B)(4)). Mother states she tests both pumps before attaching to son and 1st pump reads ¿value not saved¿ when going through program prompts; 2nd pump doesn't alarm when cassette is removed. Products did not fail while in use. Issue did not cause or contribute to injury. Devices were replaced: patient has a backup device. Devices available for investigation. No other information known. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.